Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/20/2020. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant and developed capsular contracture. During visual evaluation of the sample, a crease was observed on the posterior view. Within the crease a tear measuring approximately 7.8 cm and extending to the anterior view was noted. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction revision with 450cc mentor memorygel breast implants experienced left sided rupture and a right sided fold post procedure. The patient was seen by a physician who confirmed the rupture and noted the fold. The rupture was further identified through magnetic resonance imaging. As a result, and explant is planned for (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-20168 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 12/23/2019. The implant date was clarified to be (B)(6) 2019, rather than (B)(6) 2019 as original reported to mentor. The procedure planned is bilateral implant exchange, right areola lift, capsulotomy to left breast/possible capsulectomy. The mentor failure analysis lab received the device for evaluation on 12/27/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 12/30/2019. In addition to the previously reported issues, bilateral baker grade iii capsular contracture was also present. The replacement devices were allergan natrelle high profile gel implants. The right replacement was 450cc. The left replacement was 425ccs. Manufacturer¿s reference number: (B)(4).